Event description:
Initial information reported the patient was experiencing lethargy post pump refill. The hcp was planning to stop the pump. Additional information received indicated the cause of the event was unknown. The pump contained hydromorphone and clonidine. The patient experienced somnolence and respiratory problems. No treatments were reported. The patient outcome was reported as: serious life threatening injury - recovered without sequela.